Event description:
It was reported that the insulin gauge displayed an amount different from what was expected by the customer, with an estimated fill discrepancy greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge and was advised by technical support to call back for further troubleshooting if the issue recurred; the customer acknowledged this guidance.